Event description:
Device appears to be undersensing on atrial iead. P-wave amplitude last measured 0.8 mv. Sensitivity 0.30 mv. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).